Event description:
It was reported that the patient presented remotely. Upon review, the patient's device exhibited undersensing. No intervention was performed. The patient experienced no adverse consequences.